Event description:
The pt received the scs trial leads on (B)(6) 2011. The procedure was successful and intra-operative testing indicated the leads functioned normally. While the physician was taping and closing the surgery the pt coded on the procedure table. The pt was taken to the intensive care unit as he was in a non-responsive state. The physician indicated the pt has a history of congestive heart failure and diabetes. The leads were explanted on (B)(6) 2011. Further f/u on the pt revealed, the pt is out of coma. The physician indicated the pt has brain-damage as a result of delayed oxygen. The physician also indicated, he does not know what happened after the actual procedure as no wires were connected and the system was not in use. It was also noted, the pt has a number of medical issues and is on disability. Further f/u indicated, the pt has been transferred to a rehabilitation facility for f/u care.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.